Event description:
(B)(4). Same case as 2134265-2010-05199. It was reported that during a coronary artery stenting treatment procedure incomplete stent apposition occurred. Target lesion #1 was located in the mid left anterior descending artery with 95% stenosis and was 13 mm long with a reference diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50 mm x 16 mm taxus liberte stent. Post-stent deployment use of ivus revealed incomplete apposition which was treated with post-dilatations with a non-compliant balloon. Residual stenosis was 0%. Target lesion #2 was located in the 1st diagonal with 100% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with pre-dilatation and implanting a 2.25 mm x 12 mm taxus liberte stent. Post-stent deployment use of ivus revealed incomplete apposition which was treated with post-dilatations with a non-compliant balloon. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).